Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Part: 100024pkg; synthes lot: 615592; supplier lot:na; release to warehouse date: 22-august-2024. Supplier: (B)(4). No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The product was not returned to j&j medtech orthopaedics, however photos were received for review. The photo investigation revealed that one leg of the motoclip inserter assembly, 10x10 was observed broken. Additionally, the staple was seen outside of its packaging, indicating prior handling before the photo was taken. Since no further information available, it is not possible to conclude a potential cause of the damage. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the motoclip inserter assembly, 10x10 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that on september 30, 2024, the sales representative was shipped a complete set as trunk stock. A motoclip inserter 10x10 instrument in the set was sent broken and cannot be used. Broken metal inserter tab, two metal prongs at end of the inserter, instrument came with one metal tab broken off into a piece. There is no facility, procedure, or patient involvement.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9, h6 (health effect - impact code). Corrected: h6 (medical device problem code). H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.